Event description:
Medication infusion pump containing heparin was set to infuse 1.2 cc per hour. A 50 cc syringe was used. Over a four period, 10 cc infused. Pump was tested by the biomedical engineering staff and they were unable to replicate this occurrence.